Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had difficulties extending and retracting the helix. Additionally, it was noted that the rv lead also had sensing issues due to r-wave amplitude variation. The rv lead was not installed and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were oversensing and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed while the event of over-sensing was not. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue.